Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having a problem with their implantable neurostimulator (ins), as it felt like there were bugs on their shoulder and stuff crawling on them. The patient mentioned that this probably started around (B)(6) 2017 and that they didn¿t realize it was the ins to start with. The patient reported that they were now experiencing electrical jolts down their shoulder and into their arms. It was noted that the patient would turn the ins off before they go to bed and whether the device was on or off, it would still send some electrical jolts to their right shoulder and into their arms as soon as they would lay down. The patient stated that this would last about four or five minutes, like a shock. No falls or traumas were reported that could be related to the issue. The patient was redirected to follow up with a healthcare provider (hcp) to get their device checked. It was noted that the electric jolting/shocking started about a week and a half prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.